Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. We were notified a patient was burned using a 5mm scope and the 495ne light cable. We were told the surgeon demanded the largest size light cable even though it was recommended to use the smaller (495nd) light cable. We have requested further info from the customer regarding product, surgeon and more info regarding the incident, but have not been given additional details.. The scope and light cable were not tagged for replacement so cannot be sent in. There was patient injury. Device was not returned to manufacturer. The event is filed under the internal karl storz complaint ID: (B)(6).

Event description:
We were notified a patient was burned using a 5mm scope and the 495ne light cable. We were told the surgeon demanded the largest size light cable even though it was recommended to use the smaller (495nd) light cable. We have requested further info from the customer regarding product, surgeon and more information regarding the incident, but have not been give any more details. The scope and light cable were not tagged for replacement so cannot be sent in. There was patient injury.